Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted what looked like a 'thin smear of grease' on the posterior surface of the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol and sutures were required. The surgeon also indicated the iol was heated prior to use. Product labeling cautions users not to store iols at temperatures over 45 degrees centigrade.